Manufacturer narrative:
Analysis of the pump found no anomaly. Nevertheless, a long motor stall was found in the pump logs. No recent MRI was recorded at the clinic or reported. With no allegation, no sign of patient withdrawal and no anomalies found with the pump, it is believed that the stall in the pump logs is a telemetry stall. Analysis of the catheter found it was incomplete and returned in segments.

Event description:
Additional information received reported the pump was explanted and replaced (B)(6) 2012. The patient was scheduled for a catheter revision secondary to increased pain and a magnetic resonance image (MRI) revealed a possible soft tissue mass at the catheter. On the day of the surgery the pump was interrogated and showed motor stalls so the pump was replaced at the same time as the catheter revision. It was noted there was increased pain, but no inflammatory mass. The patient had an MRI on (B)(6) 2012. The extended motor stall resulted in the pump explant. The pump was being used to deliver compounded baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The device system was explanted due to an unknown clinical event. The pump and catheter were returned for analysis. The medication used was fentanyl. No other information was provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 8709sc lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product type catheter. (B)(4).